Manufacturer narrative:
Alleged failure: donna, rep, flashes in and out. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be cable failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.